Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower had hard drive kept crashed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the all-in-one (aio) computer was the failing core hardware component, which caused the station to power cycle during boot and restart without completing startup, even when all non-essential components were disconnected. Power cycling persisted with the ssd disconnected, the pyxis bus cables disconnected, and only minimal components connected. The field service engineer replaced the all-in-one (aio) computer, after which the station remained powered on without restarting. Subsequently, the it department updated the new mac address at the network switch to restore proper network connectivity. The system functioned as intended after the device was repaired by the field service engineer.